Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received with a similar device where this malfunction resulted in a serious injury; therefore, this event meets the criteria for reportability per 21 cft part 803. The device is available for eval, though results are not available as of this report. Eval results will be submitted as they become available.

Event description:
It this event it was reported that a cavitron 25k fsi-sli-10s insert tip was "very hot" and burned a pt. The pt was treated in the dental offices; however, it is unk what treatment the pt received.